Event description:
Premature battery depletion was reported. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain 1 of 3. The caregiver stated she was asleep, and awoke to the hc alarming with a system error 2240, while the patient was also sleeping. The caregiver stated the patient line was disconnected at the time of the error, but that she reconnected the patient. Gts asked the caregiver to close the transfer set. Gts explained to the caregiver that a large amount of air had entered the cassette/line, and the setup had been compromised. Gts advised the caregiver that whenever any line becomes disconnected, never to reconnect the patient or any other line as the setup becomes compromised. Gts had the caregiver cycle power, and the hc alarmed with a system error 2367. Gts explained that system error ends therapy, and that the caregiver would need to start over with new supplies or use manual supplies. Gts advised the caregiver they would need to notify the patient's nurse, and the caregiver elected to start therapy over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
The field experience of premature battery depletion could not be verified in the laboratory. The device is within expected longevity performance.